Event description:
During remote monitoring, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and noted the cause of the bvvi was due to an event queue overflow. The patient was later seen in-clinic, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.